Event description:
It was reported that the patient experienced shivering and fever due to a pocket infection. The wound contained pus. Antibiotics were given and the system was explanted and the inflammation parameters decreased. It was also reported that the right ventricular (rv) lead implanted from the left side had elevated threshold so the pacing energy was increased. The patient was enrolled in the alternate site cardiac resynchronization (alsync) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 1882tc competitor implantable pacing lead 2013 (B)(6); competitor implantable tachy lead 2013 (B)(6); 100-d competitor implantable cardioverter defibrillator (ICD) 2013 (B)(6). (B)(4).